Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (time and date reset) issue; the date is correct but the time is incorrect. This complaint is being reported because a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/26/2017 with the following findings: during investigation, the pump black box showed no pump reboots. The pump powered on and displayed the verify screen. Testing revealed the time and date reset to factory settings when the battery was removed and reinserted within 24 hours. The pump was opened and evaluation revealed that the internal clock battery on the printed circuit board had failed. Unrelated to the original complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.